Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, it was discovered that the digital pcb was defective. The cause of the defective digital pcb could not be determined. The event history log could not be retrieved due to the damaged pcb. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred when the device was powered on before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.